Manufacturer narrative:
Date of report: 06/05/2019. Date rec'd by MFR: 06/10/2019. Failure analysis on the returned man machine interface (mmi) board shows that the (mmi) board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20feb2019. The customer was sent a man-machine interface (mmi) display board. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the keys on the ventilator were not working. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 04mar2019, date rec¿d by MFR : 28feb2019. It was reported that the man machine interface display board was replaced and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.